Event description:
It was reported the non-(B)(6) wire wrapped around the opticross 18 catheter during pullback. The wire and catheter were removed together, and a new wire and catheter were used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).